Event description:
Pt felt ill and started throwing up. Her blood glucose level was 519mg/dl.she was taken to the doctor's office and given insulin intravenously. Her blood glucose level fell to 230mg/dl. When she returned home it became elevated again. The pt confirmed that no insulin was coming out of the end of the infusion set so she changed the pump and set.